Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve impression. The cause of the reported events was isolated to the insulation abrasion found on the lead.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.